Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower system failed to detect entire drawers 6.1 and 1.1, including all pockets within those drawers. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 4 had issues on recovering and also triple clicking. A field service engineer (fse) accessed the latch column without any software failures occurring. Corrective action was applied to latch assembly 4 by re tightening the wiring and harness connectors and cleaning oxidation from the latch assembly. After completing the corrective actions, the components were reassembled, and the verified functionality through hardware testing application. Additionally, there was no issues in auxiliary drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower system failed to detect entire drawers 6.1 and 1.1, including all pockets within those drawers. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.